Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device would not calibrate. Device failed in the 1.07 ph solution several times. They used another capsule and were not able to assist in troubleshooting it. There was no patient involvement. The patient will be rescheduled for procedure.